Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0qxqx, implanted: (B)(6) 2015, product type: lead. Additional information determined that the correct manufacturing site for this event is site # 3004209178.

Event description:
Additional information from the manufacturer's representative noted that the patient was doing great. The patient had had no follow up complaints and was happy with her therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. (B)(4).

Event description:
It was reported that there were issues with regard to impedance. The manufacturer's representative reported reading >4000 ohms on some of the bipolar pairs. It was recommended increasing default test values and rerunning test. The representative was currently in case going to full implant. The lead was used only for adv trial in march. They connected, tested, got elevated impedance, removed, cleaned and retested. It was still reporting high impedances. Affected electrodes were consistent. The blue tip was seen in the header appropriately. C2, 02, 12, 23 all showing >4000 at 2.4v 390pulsewidth. The representative tried for motor response. He used 0+2- and 0-2+ up to 8v with no motor response. The manufacturer's representative planned to review with doctor and plan was to program around contact 2. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.